Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 715 mg/dl and a high ketone level identified as dangerous by healthcare provider. Suspected cause was due to the healthcare provider inputting "aggressive settings' into the customers personal profiles. Reportedly, the customer experienced chest pain. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged on (B)(6) 2025 with the issue resolved and no permanent damage. A system check was performed, and it was found that the customer was using off label insulin (fiasp) within the pump supplies.